Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 that appeared on the home choice (hc) during dwell. Gts had the home patient (hp) cycle power. Gts advised the hp to end therapy and either perform continuous ambulatory peritoneal dialysis or start over with new disposables. During follow up, the hp said that he did not know how air got into the line. The hp said he resumed therapy without complications. The hp notified his registered nurse (rn). There was no serious injury or medical intervention indicated at the time of the initial report.